Manufacturer narrative:
The source of the clinical observations could not be conclusively identified and efforts to obtain additional details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no pacing output when required on the right ventricular (rv) channel. A revision procedure was performed and the associated rv lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional details were received regarding the clinical observations that resulted in a revision procedure. Low sensing, elevated thresholds and loss of capture were noted on the rv channel. The rv lead was removed from service and replaced. During this procedure, insulation damage was revealed on the atrial lead. Therefore, the atrial lead was removed from service and replaced at the same time. Removal difficulty was experienced when explanting this lead. This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.